Event description:
It was reported, "to unblock the PICC, it was impossible to inject the product, as the syringe misadapted to the pressure, causing the product to splash out." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.